Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received via cd shipment last (B)(6) 2019. After review of medical records, the patient was revised to address mechanical loosening of the acetabular component, metallosis and significant acetabular bone loss. Patient has a history of an acetabular fracture with subsequent placement of a reconstruction plate and screws. Operative findings include presence of a gray stained fluid and metal staining along the soft tissues around the hip. When the acetabulum was exposed, the surgeon removed the screws from the plate. Three of the screws were found to be broken. The surgeon removed the proximal parts of the broken screws and left the broken parts within the bone . There were no inscriptions are grossly visible on the screws or on the plate. Doi: (B)(6) 2009; dor: (B)(6) 2018; (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.